Event description:
Terumo medical corporation received the reported information. An 8 french angio-seal was used for an endoleak yesterday morning. It was reported that the device did not function properly. There was no suture, and they could not see any anchor under ultrasound after the device malfunctioned. Pressure was held to complete the procedure. The procedure was successful, and no blood loss was reported. Additional information was received on 20aug2025: the patient was stable. Additional information was received on 27aug2025: a 10 french procedural sheath was used. There was no difficulty with arterial access, and sheath insertion was smooth. There were no issues with the insertion or the device. However, when the device was pulled back from the device sheath, it was immediately notified that there was no suture. The device sheath and manual compression were applied. A standard pre-deployment angiogram was performed.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: clinical supply tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).